Manufacturer narrative:
This product is manufactured by zimmer biomet (B)(4) and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet (B)(4) manufactures a similar device that is cleared or distributed in the united states. Concomitant medical products: z nail cmf nail cap 0mm; catalog: 47-2500-002-00; lot: 3059715. 5.0 mm diameter cortical screw - red fixed angle 3.5 mm hex head; catalog: 47-2484-027-50; lot: 65042898. 5.0 mm diameter cortical screw - red fixed angle 3.5 mm hex head; catalog: 47-2484-027-50; lot: 65042924. Z nail cmf 5.0x75 ant sup scr; catalog: 47-2501-075-50; lot: 3069157. Review of event description: it was reported that the patient was implanted with a cmf nail system on (B)(6) 2021. 1 month post implantation surgery, radiological findings revealed the lag screw having migrated towards the outer side. The patient is being monitored and no revision has been planned so far. Review of received data: due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. X-rays: two postoperative ap x-ray views have been received, whereby one of the images is undated and the second one is dated (B)(6) 2021. The x-ray dated (B)(6) 2021 shows what appears to be a migration of the telescopic lag screw in relation to the undated x-ray. Product evaluation: no product was returned, the products are still implanted; therefore, visual and dimensional evaluation could not be performed. Review of product documentation: device purpose: all involved devices are intended for treatment. Product compatibility: the product combination was approved by zimmer biomet according to surgical technique. DHR review: review of the device history records identified no deviations or anomalies during manufacturing with a potential correlation to the reported event. For ref. 47-2499-095-10 / lot 3070436: 6 pcs. Were scrapped due to dimension out of specification on the cmm-protocol (ncr# 500115680) . 4 pcs. Were scrapped due to dimension out of specification on the cmm-protocol (ncr# 500117316) . Surgical technique sap: the correct implantation and insertion (tls placement and set screw locking) is described in the surgical technique. Please also note the following section regarding set screw locking: after the tls is placed, the pre-assembled set screw in the nail must be tightened with the torque limiting handle offered with the system, to prevent the tls sleeve from moving post-operatively. An anterior support screw can be placed in addition to the tls to provide rotational stability and support the treatment of unstable intertrochanteric fractures with large posteromedial (lesser trochanter) and posterolateral (greater trochanter) fragments, preventing excessive lag screw sliding post-operation. Conclusion: it was reported that the patient was implanted with a cmf nail system on (B)(6) 2021. 1 month post implantation surgery, radiological findings revealed the lag screw having migrated towards the outer side. The patient is being monitored and no revision has been planned so far. Review of the device history records identified no deviations or anomalies during manufacturing with a potential correlation to the reported event. Therefore, the investigation did not identify a nonconformance or a complaint out of box (coob). No product was returned, hence visual and dimensional evaluation could not be performed; therefore, the condition of the parts is unknown. Based on the received x-rays a migration of the telescopic lag screw can be confirmed. Based on the available information it is not possible to determine the root cause for this issue. A further and more comprehensive investigation is undergoing to determine the necessity of potential corrective and/or preventive actions. According to the current available information, there are no confirmed product nonconformity related to the issue. There are also no known design or manufacturing related issue to the znn cm fortis nails and lag screws at this time. A possible contributing factor for the migration could be a malreduction or a really unstable fracture. By considering these factors and the corresponding use of the system, good results can be expected even in this demanding situations. This is also confirmed by an hcp review. It is also mentioned that a minor backout of the tls is not a clinical issue. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted with a cmf nail system and 1 month post implantation surgery, radiological findings revealed the lag screw having migrated towards the outer side. The patient is being monitored and no revision has been planned so far.